Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During inspection and testing, the foreign material could not be identified. Based on the results of the investigation, the foreign material may not have been removed because of insufficient reprocessing and leaking at the scope cover. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): the instruction manual gif-h185 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Due to wear of scope connector cover packing water tightness was lost, grip was scratched, air/water cylinder had no color, suction cylinder had no color, right/left knob was scratched, up/down knob was scratched, switch box was scratched, scope connector cover case unit was dented, due to a scratched on objective lens the image had dark area partially, due to clogging of nozzle no water is fed, objective lens was scratched, light guide lens was cracked, connecting tube was buckled, and universal cord was buckled. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during preparation before use, the evis exera iii gastrointestinal videoscope had channel 3 clogged. The device was returned for evaluation. During the evaluation the following reportable malfunctions were found: air/water tube has foreign material, air/water cylinder has foreign material, and the nozzle is clogged with foreign material due to inadequate cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.